Event description:
User reported that the pump did not register once the cable was plugged in for charging despite daily regular charging. There was no information provided on the impact to the customer¿s blood glucose level. Technical support plans to send a replacement cable and adapter, though follow-up was declined by the caller.